Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test due to moisture damage on the force sensor. The device had minor scratched display window and scratched reservoir tube window.

Event description:
It was reported that the customer received a prime rewind alarm on the insulin pump. The customer's blood glucose was stated to be normal and did not require medical treatment. No further details were given.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.